Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was inaccuracy during a case. During the navigation, the surgeon reported being inaccurate by 2 mm. Initially, they were navigating the projection and did not report it as inaccuracy. Once they switched to navigating the tip of the instrument, the inaccuracy was seen. There was no impact to the patient outcome and less than an hour delay due to the reported issue. No complications were reported/anticipated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported event could not be duplicated by medtronic personnel.